Event description:
It was reported that the patient¿s last implant battery ¿went bad.¿ additional information requested, but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v670473, implanted: (B)(6) 2011, product type: lead product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).